Manufacturer narrative:
Concomitant medical products: 1156t-75 st jude lead implanted: (B)(6) 2009; linoxsd biotronik lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and was possibly fractured. No patient complications have been reported as a result of this event.